Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump was unable to rewind and buttons are not responding. Customer performed troubleshoot and was able to successfully able to clear block and rewind pump. Customer's current blood glucose was not given. Customer also reported that pump clip was wearing down and breaks every six months. Products will not be return for analysis.